Event description:
The feeding formula used in this event: 100 grams of propimex powder with 95 grams of isomil powder mixed in a blender for a few seconds with about 1 ounce of water. Then fill to 38 ounces and blend for a few more seconds. Note: mixing too much can break the emulsion and create a "marshmallow" type formula.